Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The device passed displacement test, sleep current measurement, active current measurement and selftest.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would alert a power loss alarm every day. The battery cap is closed properly. They replaced the battery but the issue recurred. The customer¿s blood glucose level during the incident was unknown. The device will be returned for analysis.